Manufacturer narrative:
H3: device not received by manufacturer. No product was returned. The investigation determined the most probable cause to be low voltage or connection of battery door and batteries; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited an unspecified alarm and was stopped; the screen was also blank. Troubleshooting was performed and the pump began to run, but then exhibited an alarm for ¿power lost while pump was on¿. The issue was not resolved as the alarm persisted and would always return before the screen could read ¿stopped¿. Per the reporter, there were no adverse patient effects.